Event description:
It was reported to covidien on 04/22/2009 that a customer had an issue with an electrode. The customer reports an occurrence in (B) (6) where a patient prone during surgery was noted after the procedure to have a red area where an electrode had been placed. Area later blistered and skin sloughed off. Treatment included silvadene and neosporin. Patient had 3 electrodes placed; only one had this reaction. Electrode was on left midriff above waist 2" lateral.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.